Event description:
Procedure type: laparoscopy. Pt gender: unk. According to the reporter: when the balloon was inflated, it burst. This event did not result in tissue damage or pt injury. The event did not cause more than 250cc of unanticipated blood loss and the cause was not delayed more than 30 minutes as a result of the problem. A new blunt port was opened and used. No pt injury was reported. The current pt status is indicated as discharged home.

Manufacturer narrative:
(B) (4)